Event description:
A patient's vns generator was replaced due to normal end of service. Product analysis of the returned generator identified an out-of specification measurement. The out-of-limit output back up cap test measurement is the result of an "open" negative feedtrhu capacitor. It is suspected that the feedthru capacitor was not electrically attached to the feedthru wire (causing the "open" condition). An "open" feed-thru capacitor would not impede generator output or stimulation as the capacitor is provided for environmental interference protection only.

Manufacturer narrative:
Device failure occurred, but did not cause premature end of service or a serious injury.